Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. Device parameters were reset and the diagnostics were cleared. It was suspected that the patient was exposed to strong electromagnetic interference.